Event description:
A cartridge alarm 20 was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer received assistance from technical support in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.